Manufacturer narrative:
(B)(4). At this time the customer will not be returning the device for evaluation. The customer contact indicated that the device power board and battery were replaced at the user facility. The device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "plum a+ infusion pump failed while dopamine was being infused. Patient had a short episode of hypotension while the pump was being exchanged. Error e321-spd. Upon further query the following information was provided that indicated the device alarmed e321 (battery charger timeout). At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device alarmed e321 (battery charger timeout). The device was removed from clinical service. Therapy was resumed using a replacement device. It was reported that the patient's blood pressure decreased from 132/55 mmhg to 108/45 mmhg while the device was being replaced. No medical interventions were required. The customer contact reported the patient was stable. Though requested, no additional information was provided.